Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. However, photographs of the device were provided. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that nurse mrs. (B)(6), informed sales rep mr. (B)(6) that on operation (B)(6), 2008 (surgeon mr. (B)(6)) was implanted according label (B)(4), lot no jkwmee. Revision was made by surgeon mr. (B)(6) january 2011 and was found out that (B)(6) was actually implanted (B)(6), 2008. Additional information: reason for revision: it was infection.